Event description:
During a hemorrhoidectomy, the stapler failed to staple half of its staples. The knife had cut and created a doughnut but half of the anastomosis had to be hand sewn to complete it.